Event description:
Additional information reported stated that the atrial sensitivity reprogrammed successfully.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited noise. No electrical anomalies were noted. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.